Event description:
The device was used during a v.a.t.s. Procedure. It was reported by the rep. That the safety lockout of the instrument did not activate. From the third firing, the instrument neither stapled nor cut the tissue. There was no consequence to the pt.

Manufacturer narrative:
A1,2,3,4,b6,7,d5,6,10,h4-information not provided. Conclusion: based upon the information received and the visual examination, it was concluded that the instrument was returned non-functional. The instrument was disassembled and found to have a damaged firing mechanism. No conclusion could be reached as to how this damage occurred. Some conditions which might result in damage to the firing mechanism are: interrupted firing cycle, tissue thicker than indicated, attempting to fire through a spent cartridge, firing prior to complete clamping of the jaws and failure to properly follow reloading instructions. We strive to understand each incident as it occurs in order to continuously improve products.